Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported suture break; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose proglide device referenced is filed under a separate manufacturer report number.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with proglide devices, using a perclose technique, with a 6fr sheath prior to a thoracic aortic aneurysm (taa) stenting procedure. Reportedly, a suture break occurred with two proglide devices. Two other proglide devices were pre-placed successfully. The sheath was upsized to 24fr. The taa procedure was completed and hemostasis was achieved using the two successfully preplaced proglide sutures. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy due to the use of the proglide devices. The physician is reportedly trained in the use of the proglide device and established in the perclose technique. No additional information was provided.